Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument, the fse determined that the cause of the event is not known. The fse removed and replaced multiple parts including the integrated multisensor technology tower, sample tubing and the sample syringe. Quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low sodium result was generated by the dimension exl 200. The result was not released from the laboratory. The sample was retested and yielded a result within expectations and released to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.